Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d.6b, h6, h.11.

Event description:
Patient reported "I had allergan breast implants. This year, routine examinations revealed that one of them had ruptured. This will require a surgical procedure to remove it. I would like to have access to the assistance and guarantee offered by the natrelle guarantee program.¿ this is for the left side device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, d3, d6a, g1, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "I had allergan breast implants. This year, routine examinations revealed that one of them had ruptured. This will require a surgical procedure to remove it. I would like to have access to the assistance and guarantee offered by the natrelle guarantee program.¿ this is for the left side device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "I had allergan breast implants. This year, routine examinations revealed that one of them had ruptured. This will require a surgical procedure to remove it. I would like to have access to the assistance and guarantee offered by the natrelle guarantee program.¿ this is for the left side device. The device has been explanted.